Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). Physician believed patient was not receiving maximum benefit.

Event description:
It was reported that the physician believed the patient¿s left ventricular lead was not providing maximum benefit. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.